Event description:
The physician reports performing cataract surgery with attempted implantation of the (B)(4) intraocular lens using the ez-28 delivery device. During the procedure, the surgeon noticed one haptic was kinked and withdrew the ez-28 injector while it was partially in the pt's eye. Intervention was performed in order to enlarge the incision and suture the wound. A second (B)(4) intraocular lens was implanted successfully. The pt's prognosis is excellent with mild corneal edema. Reference MDR #: 1119279-2010-00063.

Manufacturer narrative:
The delivery device was returned to b+l and subjected to visual inspection. Results revealed that the nozzle tip was bent and the drawer was missing. The damaged iol was returned inside of the loading dock of the inspector. Root cause: according to the surgeon, the lens damage was attributed to the lens having been loaded incorrectly into the injector.